Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. It was also reported that bed lift was drifting due to malfunction hi/low actuator nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.